Event description:
Additional information stated that a surgery was not scheduled but an explant is being considered for end of summer. Device information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician was considering scheduling an explant of the ins for one of the subjects enrolled in their study due to perceived lack of efficacy. Additional information stated that the patient received a warning on their device stating the following: ¿out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 2703¿ on (B)(6) 2025. It was reviewed that it is likely due to high impedance. Upon interrogation, discovered high impedance (5k) on left active contact (2c) so guided by tractography changed stimulation to second best contact above (contact 3) and programmed original and alternative settings. The patient did not report any acute changes. The patient was sent for x-ray during their visit with the team which showed no obvious areas of discontinuity or any evidence of twiddling. The patient will return on (B)(6) 2026 for an extension replacement consultation with the neurosurgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.